Event description:
Patient was receiving an electrotherapy treatment when the device providing the electrotherapy appeared to operate in an unstable manner. The perceived unstable operation resulted in the patient complaining of receiving a shock sensation in the area of treatment. The patient was being treated for lower back pain. The clinician had prescribed the interferential waveform. The electrotherapy treatment parameters had the waveform intensity set to less than 10ma. The treatment time was set for 10 minutes. The treatment frequencies are unknown. The clinician applied the treatment using 2 inch diameter adhesive electrodes. The same electrodes had been used in previous treatments with the patient. The treatment was started with the patient and the patient began to complain of a excessive shock sensation. The clinician stopped and restarted the treatment. The recycle of the unit did not change the effects felt by the patient. The clinician terminated the treatment. The patient did not suffer any injury. The patient has received electrotherapy in the past without adverse effects. Engineering evaluation of the device found that components had malfunctioned. The failure of the device is in accordance with a previously noted issue/solution for the unit.